Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017. On (B)(6) 2017 the patient underwent the first bronchial thermoplasty procedure performed in the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2017, following the procedure, the patient was moved to the general ward. Later that night, the patient reported a feeling of "smothering". On (B)(6) 2017 the patient's oxygen saturation (spo2) is "turned down" and the patient is moved to the intensive care unit (ICU). Noninvasive positive pressure ventilation (nppv) was loaded. On (B)(6) 2017 aphasia was confirmed, and the physician suspected cerebral infarction at this time. On (B)(6) 2017 nppv was unloaded and tachycardia was confirmed. Per the physician's assessment, the tachycardia is not related to the bt catheter. On (B)(6) 2017 cerebral infarction (thrombotic) was confirmed by head computerized tomography (CT). According to the physician, the relationship between the cerebral infarction and the bt was unknown, since the cerebral infarction may have occurred due to several reasons (i.e. Could be cardiogenic), although the details of this are unknown. On (B)(6) 2017 atelectasis of the whole right lower lobe was confirmed by chest CT. No treatment was required for the atelectasis and the atelectasis resolved on its own (exact resolution date not reported). On (B)(6) 2017 the patient's condition improved and the patient was moved from the ICU to the general ward. The patient's current condition is reported to be stable. The physician noted that he will not perform 2nd and 3rd bt for this patient. Baseline spirometry data: %fev1:79.1%.